Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fkw4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer's family member reported that the implantable neurostimulator (ins) was checked and therapy/ins was off on (B)(6) 2015. There sudden change in therapy/ symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up re port will be sent.